Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. This occurred during preventive maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information b5,d9, h3, h6 and h10. B5 the issue occurs when loading a set and unable to get past the loading step. H10: the device was received for evaluation. During functional testing, ail alarm was reproduced. A review of the event history log revealed 'air-in-line!'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the upstream sensor being out of specification. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.